Event description:
A baxter regional clinical services manager sent an email to baxter corporate product surveillance to report a clearlink duo-vent continu-flo set in which a backflow of medication occurred. According to the report, the set was primed and the backflow check-valve was inverted and tapped per the label copy instructions. A secondary set was the connected to the upper y-site and the primary bag was lowered by a full extension of the provided hanger. The facility noticed that the medication from the secondary bag was infusing into the primary bag instead of the patient. The secondary set was then disconnected, but flow was not able to be established with the primary set. The set was being used with a sigma spectrum generation 2 pump. The set was switched out and the facility proceeded with the infusion. The event occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.